Event description:
Home pt reported set tubing was leaking during automated peritoneal dialysis treatment. But could not determine source. Home pt discarded set and reports no injury or medical intervention. Home pt was not connected to set at time leak was noted.